Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, te device delivered malformed staples and an incomplete cut line. It was not reported how the procedure was completed. There was no reported pt consequences.